Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-mar-2023. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 18g x 1.25in. Nexiva unit from lot number 2312172. Additionally, two photographs were provided which displayed similarities to that of the returned unit. However, it is unknown if the packaging seen in the photos is the same as the one that was returned since the returned packaging has writing on the top web that the photographed packaging does not. A gross visual inspection of the returned unit found that the extension tubing was broken off and a portion of the tubing near the break was flattened. The luer adapter, clamp, other half of the extension tubing, and vent plug were not returned. Further inspection of the extension tubing under a microscope found that the face of the break had striation markings, making it likely that the extension tubing was cut by a sharp instrument. Based on this information and the flattened appearance of the extension tubing, it is likely that the extension tubing was caught in the seal of the packaging. However, inspection of the returned packaging seal found no voids in the seal. This does not discount the possibility that the unit was caught in the seal since it is unknown if the returned packaging corresponds to the damaged unit and the photos do not allow for a clear view of the seal. Regardless, as it is highly unlikely that the end user could flatten the tubing to such a degree as seen on the returned unit, the defect remains manufacturing related. A component caught in the seal may occur during manufacturing due to misalignment when the pick and place robot is placing the unit in the package. There is a 100% in line vision inspection system that checks for the presence of components and verifies that they are in the correct location. However, if the operator fails to correct the misaligned unit, this type of defect may occur. Visual inspections of the full assembly and package leak tests are performed periodically per the sampling plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system was broken, torn/flat and without a clamp. The following information was provided by the initial reporter, translated from dutch to english: after placing the venflon, she observed that the lateral line was broken. Torn off/flat and without a clamp. See photos.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system was broken, torn/flat and without a clamp. The following information was provided by the initial reporter, translated from dutch to english: after placing the venflon, she observed that the lateral line was broken. Torn off/flat and without a clamp.